Event description:
The procedure was a cesarean-section. The doctor felt the procedure went very well and was unaware of the minor burns until discovered by the nurses when cleaning up. There were 4 superficial burns on the upper right abdomen. Betadine and bandaids were applied.